Manufacturer narrative:
Date of event - unknown.the device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4) : device not returned for analysis.

Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located in the left pedidial artery. The target lesion was non-tortuous and had moderate calcification. The lesion morphology was tight concentric stenosis. The reference vessel diameter was 2mm and 10mm long with 90% stenosis before treatment. After treatment, stenosis was reported as 30%. The patient had a follow up visit in (B) (6) 2006. The target lesion was reported to have remained patent since the procedure. No adverse event or intervention was reported since the procedure. The patient had a follow up visit in (B) (6) 2006. The target lesion was reported to have remained patent since the procedure. No adverse event or intervention was reported since the procedure. The patient had a follow up visit in (B) (6) 2006. The target lesion was reported to have remained patent since the procedure. An adverse event ¿re-worsening of (critical limb ischemia) cli¿ was recorded. There was no intervention reported since the procedure.